Manufacturer narrative:
Additional information was received on march 11, 2024. When the devices were explanted, they were not replaced. Placement of new implants is planned in a secondary on a date that has not yet been determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 18, 2024. The device, previously unknown, is a 350cc mentor memorygel breast implant, catalog #3503501bc, lot #7440682. A manufacturing record evaluation was performed for the finished device 7440682 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on march 20, 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with unknown smooth mentor gel implant experienced bilateral baker grade IV capsular contracture post procedure. The capsular contracture was diagnosed through a physical examination. As a result, explant was performed on (B)(6) 2024. See 1645337-2024-02737 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 20, 2024. The investigation of the returned device was completed by the failure analysis lab on april 8, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 10, 2024. Replacement with mentor gel was performed on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).